Manufacturer narrative:
E.4. Initial reporter facility name: (B)(6). H.6. Investigation summary: bd received 100 samples for investigation. The samples were visually inspected with no additive abnormalities observed. No further clinical testing could be performed as bd does not have a product claim for whether neutrophil activation occurs or does not occur with acd tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for additive contamination. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® acd-b 1.5 ml blood collection tubes there was twelve abnormal additive in the tube. There was no report of impact to patient or user.